Event description:
It was reported to target that during a procedure where the endeavor would be used for blocking the vessel, the balloon ruptured during the inflation without any consequence for the pt.